Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Tested on transmitter functional tester: passed. Performed pairing test and passed. Performed share log review and a loss of connection found in log. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The reported event of a loss of connection was confirmed. The root cause could not be determined.